Manufacturer narrative:
The device serial number was not provided. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
Mw5067109. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that unable to make settings changes to the ventilator. It is unknown if the device was in use on patient, or if there's any patient harm reported.